Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was frozen. The customer states they were unable to rewind the device. It was noted that the customer had a failed battery test. The customer was unable to troubleshoot. The customer was in the hospital for non-diabetes related issue. Nothing is being replaced or returned at this time.